Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) appears to be undersensing the atrial arrhythmias with the right atrial (ra) lead¿s sensitivity programmed at 0.45mv (millivolts), and therefore is atrial pacing inappropriately and at/af (atrial tachycardia/atrial fibrillation) burden may not be accurate. The ICD and ra lead remain in use. No patient complications have been reported as a result of this event.